Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient saw someone 2 months ago and tried to adjust the device because it was not working and it was very positional. She went one month to see if it would work and now it was doing the same thing. The doctor wanted to put her under fluoroscopy and have a manufacturing representative (rep) there. The patient had fallen so many times on her butt she was not sure if it shifted and moved. When the patient would lie in the same identical position for 30 minutes and it would give 5 minutes of stimulation and it would go off and then all of a sudden come on again for 5 minutes and then it would go off. The patient would not move and it did this. The patient was not sure when it was off completely but the pain would be off the roof because of this. This problem started in (B)(6) 2016. Sometime between (B)(6) 2015 and (B)(6) 2016 an x-ray showed no broken bones or anything but the doctor said the only way to see if something was wrong was doing fluoroscopy. Someone in february came to program. The patient ¿would move arm and move to the moon.¿ it was for lower back and severe neuropathy. When the patient was reprogrammed it would move in one position and zing the patient through the roof and another position it wouldn¿t do anything. The patient noticed the battery moved 2 months ago and had a really hard time charging. The patient went 2 weeks without charging. It would charge all the way but now it did not last more than 3 days. This started in (B)(6) 2016. The doctor told her she might need to put in a new implantable neurostimulator (ins). An appointment was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.